Event description:
A user facility reported that the lma airway tube broke during insertion. After the user inserted the device, user did not observe breath sounds or carbon dioxide return. User removed the lma and the tube came out without the cuff. The cuff was removed without incident and there was no pt injury or problem. The break was described as clean with no missing pieces. The device has been returned for eval.